Event description:
This initial spontaneous case report was received on 13-oct-2016 from a lawyer in the united states, on behalf of a plaintiff female consumer of unspecified age who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2014 for permanent contraception. Sometime after implant of the essure device, she began to experience one or more of the following symptoms that include, but are not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, pain during intercourse, headaches, allergic reaction, mood swings, painful menses, and a migration of the device, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing severe/chronic pelvic pain, abnormal bleeding, and pain during intercourse. On (B)(6) 2016 the consumer underwent a right salpingectomy and a partial left salpingectomy to remove the essure devices. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe chronic pelvic pain and abnormal bleeding (interpreted as genital bleeding). She underwent a right salpingectomy and partial left salpingectomy to remove the essure devices 2 years after insertion. These events are anticipated in the reference safety information for essure. After essure insertion, pelvic pain and genital bleeding may occur. Given the nature of the reported events, and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious event pain during intercourse was also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality safety evaluation was received on 17-nov-2016. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but ¡s considered plausible a relationship with the reported medical events cannot be totally excluded however, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe chronic pelvic pain and abnormal bleeding (interpreted as genital bleeding). She underwent a right salpingectomy and partial left salpingectomy to remove the essure devices 2 years after insertion. These events are anticipated in the reference safety information for essure. After essure insertion, pelvic pain and genital bleeding may occur. Given the nature of the reported events, and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious event pain during intercourse was also reported. This case was regarded as incident since device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.